Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and has triggered elective replacement indicator. In addition, the physician elected not to replace the generator. As of this time, this pacemaker remains in service. No adverse patient effects were reported.